Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. There was no damage in the keypad assembly and no unexpected display anomaly during testing. The insulin pump was programmed with multiple filled cannulas and they all were properly delivered. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device was received with cracked reservoir tube lip and scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.